Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 23.5 diopter intraocular lens (iol) was explanted as a different diopter size was required. Lens was replaced with a 25.0 diopter lens. No further information was provided.

Manufacturer narrative:
Additional info: additional information was received. The lens was implanted in the patient's left eye. The patient is a female, (B)(6). The surgeon was dr. (B)(6). The lens was replaced with a model zlb00 lens. Accordingly the following sections have been updated. (B)(6). Gender/sex: female. Dr. (B)(6) (additional complaint reporter). Device available for investigation: yes. Returned to manufacturer on: 01/25/2017. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. The product was inspected using 12x magnification. The condition of the lens is consistent with a used medical device. The lens is about cut in half. Considering the condition of the returned lens, additional analysis is not possible. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The product was manufactured according to specification. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. A search of complaints revealed that no similar complaints have been received for this production order number. Labeling evaluation: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lens. Based on the results of the investigation, no quality product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.